Event description:
The hospital reported that during the saphenous vein harvesting procedure, the pa had difficulty "maintaining the tunnel". No additional info was provided by the hospital. The pa did not report any pt complications.